Event description:
Pt reported seeking treatment approximately 1 month ago, for an infection, that developed at their infusion site. Pt indicated that they did not know how long the infusin set had been in use, prior to developing the infection. Pt was treated with antibiotics.